Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The sample was received in used conditions without its original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection found the samples missing the bag spike, and blue clip. The unit was not in a condition to be functionally tested as components were missing. For other analysis, the tube arch height was measured, which successfully passed. No fault was found. The root cause cannot be determined since the complaint was not confirmed. No corrective actions were required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that an intravenous (IV) administration set was loaded into the pump. It was primed not on the pump and fluid was noted coming out the end of the tubing. The pump was on a patient and it was noticed hours later that the epidural bag was still full per the provider. There was no patient injury reported.